Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition is identified in the labeling as a known potential adverse event(s) following icl implantation. H6: health effect clinical code 4581: icl dislocation h6: investigation type 4110: a lens work order search was performed. No additional similar complaint type events within associated lots were found. Claim: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a lens dislocation due to a vehicular and ocular accident. Vitreoretinal surgery was performed. The lens was explanted, and the problem was resolved. Cause of the event was reported as patient related factor. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.